Event description:
The patient reported stimulation is not providing pain relief. Reprogramming did not provide resolution. It was also reported the patient turned off the scs system. The patient will undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.